Event description:
It was reported that the patient had a shocking sensation at the pocket site where their battery was. At the time of report, the patient was at their doctor¿s office and they took off any case programming but that did not help the shocking. It was noted that the impedances were within normal limits. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient had their battery replaced on (B)(6) 2014. During the surgery, the patient's lead was disconnected from the battery. Then, they replaced the battery and checked the impedances on the implanted lead. All impedances were normal so they only replaced the battery during the surgery. Postoperatively, the patient's stimulation was as expected and was within normal limits. The patient's therapy was not shocking or uncomfortable but like it was prior to having their issues.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-33, lot# va07a6d, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported the stimulator was going to be replaced. The replacement was not scheduled yet.